Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, there was low sensing and high capture threshold noted on the right ventricular (rv) lead. The procedure was ended and a revision was scheduled for a later date. The lead was then repositioned and adequate sensing and threshold values were obtained. The patient was stable with no consequences.